Event description:
The account alleged the bed will not send a nurse call when the function keys are pressed. No injury reported.

Manufacturer narrative:
The account replaced the universal television board and the issue remains. No further info is available on the repair of the bed at this time.